Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use on patient a ventilator failure occurred. No injury reported.

Manufacturer narrative:
Based on initial log file evaluation it was recommended to the local service organisation to replace the cpu of the ventilation and gas control unit; recorded errors were found indicating a failure to read the storage content of the ram onboard the cpu. The returned board was however working correctly after installation into a lab device - an error could not be reproduced. Thus, it was not possible to determine the exact root cause for the event. There is only one similar case known which is related to the same root cause - this is within the expected range of the respective risk assessment and thus accepted. The workstation behaved as specified for such condition - the automatic ventilation was shut down to protect the patient from unwanted output and the user was alerted about the shut down by means of a corresponding alarm. Manual ventilation remains possible.

Event description:
Please refer to initial MFR. Report #9611500-2019-00161.